Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump declared multiple temperature alarms. Reportedly, the customer was inside a home when the alarms occurred. The customer's blood glucose level was 71 mg/dl. It was indicated that the customer would administer manual injections for alternate insulin therapy.